Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 8:00 pm, the patient obtained the blood glucose readings of 230 mg/dl, 156 mg/dl and 90 mg/dl on the reported meter within 20 minutes. After the 230 mg/dl reading the patient took 5.0 units novorapid insulin. The patient also tested her blood glucose level using another manufacturer's meter and obtained a reading of 101 mg/dl. At 9:30 pm the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment by drinking juice; she did not seek any medical attention. Troubleshooting revealed the patient's test strips were expired or stored improperly, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient's technique was incorrect by using expired test strips. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food to alleviate her symptoms, this complaint is being reported.

Manufacturer narrative:
Follow-up (5/10/2013)-device evaluation: the test strip retains failed testing with a low bias of 100 mg/dl. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.